Event description:
It was reported that the patient was complaining of shortness of breath and was found to have a left sided pneumothorax following the implant procedure. The device remains in use. It was also reported that the patient experienced diaphragmatic stimulation. This was not felt during dual left ventricular pacing. The lead remains in service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.